Manufacturer narrative:
The t:slim g4 pump user guide states: disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer stated that they wore the pump while riding a roller coaster 2 weeks ago. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.